Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteroscopy procedure performed on (B)(6) 2023. During preparation, when the device was unpacked, it was found that the device was broken. The procedure was successfully completed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. The returned percuflex plus ureteral stent was analyzed, and a magnification and visual evaluation noted that the renal coil detached. Additionally, the suture and positioner were not returned. No other problems with the device were noted. The reported event of stent shaft break was not confirmed. Taking all available information into consideration, most likely, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physicians discretion. If the retrieval line is removed using excess force and entangled in the renal coil, the stent can get detached during the preparation affecting the performance of the device. The reported event of stent shaft break was not confirmed due to a break in the shaft was not detected. For this reason, the as analyze code will be no problem detected. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteroscopy procedure performed on (B)(6) 2023. During preparation, when the device was unpacked, it was found that the device was broken. The procedure was successfully completed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.